Manufacturer narrative:
Lumenis is closing out this complaint/product investigation, and has initiated CAPA # (B)(4) to further investigate intermittent versacut handpiece operation.

Manufacturer narrative:
Lumenis contacted the foreign user facility through its foreign subsidiary to investigate the reported event, an incident report had been provided by the facility. A lumenis engineer and technical expert evaluated the subject device confirming that the connection cable at the bottom of the handpiece had separated at the base. It was further reported that "touching the cable could make the blade move or not move". Since this malfunction led to a cancelled procedure and prolonged patient hospitalization by one (1) day, lumenis is reporting this event as an adverse event. Lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, thus lumenis is reporting this malfunction as adverse event as well. The device is expected to be returned to the manufacturer for product investigation. Once a cause for the reported event has been determined, lumenis will file a follow-up MDR.

Event description:
A foreign user facility reported that a doctor experienced intermittent operation of their versacut tissue morcellator while performing a holep procedure. The doctor had stopped the procedure and after receiving a new handpiece the following day, the doctor had successfully completed the procedure.